Manufacturer narrative:
This report was initially submitted following notification from a customer in canada regarding smoke and sparks emitting from the back of their vitek® 2 hp rp5700 pc (ref: (B)(4), serial number: (B)(6). The customer confirmed there was no user harm/injury to any laboratory personnel, and there were no test kits processing in the vitek 2 system at the time. The damaged pc was retained and returned to biomerieux for investigation. The engineering investigator was able to duplicate the issue that was reported in the customer¿s complaint. Engineering was able to identify the component, power supply unit, at fault. The potential root cause of the power supply unit failure is due to overheating caused by the excess dust/dirt collected inside the pc including the power supply unit over time. The pc is ul electrical safety certified and, by design, will contain any sparks or flames within metal enclosure without causing damage to property outside the enclosure. According to the preventive maintenance (pm) record, the pc was cleaned per procedure (vitek 2 systems ¿ preventive maintenance procedure (049294-01) by the field service engineer. The instructions outlined in the pm procedure recommend cleaning the interior of the pc every twelve (12) months, but indicated that the cleaning frequency can be increased to every six (6) months for instruments with high card volume or if located in a dusty or extreme environment.

Manufacturer narrative:
Device will be returned to manufacturer for investigation.

Event description:
A customer in (B)(6) notified biomérieux of smoke and sparks emitting from the back of their vitek® 2 hp rp5700 pc (ref. W0452, serial number (B)(4)). The customer stated that they unplugged the power cord from the back of the pc. The customer confirmed there was no user harm/injury to any laboratory personnel. In addition, the customer indicated that no test kits were processing in the vitek 2 system; therefore, no impact to any patient test results. The local field service engineer replaced the pc and restored the system to operation. The damaged pc has been retained for investigation purposes. Biomérieux investigation will be initiated.